Manufacturer narrative:
Follow-up #1 date of submission 11/16/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the all keypad buttons are responding appropriately. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the up and down arrow keypad buttons had a delayed response and required multiple presses to elicit a response. The patient reportedly had difficulty unlocking the pump with the up/down arrows. The reporter denied damage to the keypad and reportedly cleaned the pump with alcohol swabs. The pump user guide instructs the patient that under no circumstances should an alcohol wipe or skin prep be used to clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.